Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic via merlin.net transmission alert. Upon interrogation, the right ventricular lead exhibited noise. Isometric testing was able to reproduce the noise. No intervention was performed. No further information was available.